Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause and the treatment for the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal/extraneal therapies were ongoing. No additional information is available.